Event description:
The subject device was used during a transanal endoscopic microsurgery. The procedure was completed without accident. However, after operation, it was found that perforation on the patient's colon. The thermal injury was the thought to be the cause of perforation. The perforation was repaired another operation. And the period of hospitalization was prolonged.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.